Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ oral dispensing syringe plunger was found cracked before use. The following information was provided by the initial reporter: "following quality inspection on this batch there has been 1 critical defect found within the 800 samples taken. The syringe failed due to a cracked plunger."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-26 h6: investigation summary one photo and one 3ml oral amber syringe were received. The sample was visually evaluated. The plunger rod was observed to have one cracked rib, which is a rejectable condition per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0060391 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd¿ oral dispensing syringe plunger was found cracked before use. The following information was provided by the initial reporter: "following quality inspection on this batch there has been 1 critical defect found within the 800 samples taken. The syringe failed due to a cracked plunger"